Event description:
A caller reported that the insulin gauge on their device was displaying an amount different than expected and was currently experiencing an issue with the fill estimate. The pump displayed a static fill estimate of 160, despite insulin being delivered. There was no adverse impact on the customer's blood glucose level reported. Technical support educated the caller that this discrepancy could occur due to significant variances in measured pressures used for calculating insulin amounts, and explained that the issue would resolve itself as the insulin remaining reached the displayed static number, at which point the fill estimate would begin to decrease normally. The caller understood and acknowledged the explanation.